Event description:
The customer contacted adc via mail reporting getting erratic and higher than feels reading on his freestyle freedom lite meter. The customer had a hypoglycemic event due changing the bolus of his insulin to match the readings (301 mg/dl and 240 mg/dl) on his freestyle freedom lite meter on (B)(6) 2010 at 3:30 am at his home. The customer reportedly lost consciousness and also injured his arm and was bleeding. The customer was taken to urgent care a few hours later, however, no details on the diagnosis and treatment have been provided. The customer's wife reportedly treated his wound on his arm and gave him glucose tablets. The customer then later that same day began to compare his readings on his adc meters to a competitor's meter and all adc meter readings were higher than the competitor's meter. Customer stated that they had multiple adc meters that were inaccurate when compared to themselves and a competitor's meter. There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
(B)(4). Information was not provided by the affiliate. Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). After further investigation it was identified that the returned device does not belong to this complaint; it belongs to MDR # 3005075853-2011-01044. The device belonging to this complaint was not returned. Device not returned the complaint could not be confirmed because no device was returned for analysis.

Event description:
It was reported that during a sigmoidectomy procedure, it was difficult to keep the right pneumo pressure. The gas was leaking directly from the duckbill valve. Another like device was used to complete the procedure. Surgery was prolonged twenty minutes. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Device fired through lockout the analysis results found that the device was received in good visual condition. Upon cycling the device, it was noted to be empty and the lockout had been fired through. Please note the device contains a lockout feature that is designed to increase the required force it takes to close the trigger once the last clip has been fired; this reduces the possibility of empty jaws being closed on a structure. In addition, if the trigger is forced closed once the lockout has been engaged, the jaws may remain in the closed position. No incident related to the reported event was observed during the batch record review.